Manufacturer narrative:
The reported event of bias current error was not duplicated. Upon disassembly, worn and corroded sockets within the potted trigger assembly were found.

Event description:
It was reported that prior to a procedure at the user facility the remb universal driver caused a bias current message to be displayed on the console, signaling a condition occurred in which the device has the potential to run without user activation. The procedure was completed successfully using back-up equipment without a clinically significant delay; no adverse consequences or medical intervention were reported.